Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow particles in the device inner surface, and total delamination of the valve. A leak test and microscopic analysis were performed which identified total delamination of the valve and wear abrasion. Based on the device analysis, the final assessment is total delamination of the valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.